Event description:
The device was inserted through a 10 mm trocar and positioned over the cystic duct. Surgeon pulled the trigger but the first clip did not engaged. Surgeon released the trigger and removed the jaws from the duct, at which point the clip fell out and into the abdomen. The clip was removed from the patient. The device was successfully applied the subsequent clip and completed the procedure.